Event description:
During servicing of an electrode belt, which was returned for an unrelated issue, a reportable problem was discovered. The belt failed the pulse lead hi-pot and therapy electrode recognition test.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming hi-pot and therapy electrode recognition testing. Upon eval, there was an open pulse wire in the cable connecting ECG electrodes a and b. The cause of the non-functional electrodes is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wire.